Manufacturer narrative:
Sections a and d4: specific patient information and serial number were requested but the customer was unable to provide them. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the doctor noted a case where the coring knife cut through some, but not all of the heart tissue. The doctor did not recall the patient or date but thought it occurred within the past 3 months. The doctor reported to have contributed the event to a new scrub technician and the potential of not having foley catheter balloon used for tension filled to 7mls. The balloon was only filled to 6mls and the lack of incomplete tension led to incomplete coring. The doctor noted that there was no harm to the patient and did not believe the event extended the procedure time. The remaining tissue was able to be cut quickly.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of incomplete coring of the left ventricle using the coring knife could not be conclusively determined through this evaluation as neither the knife nor its identifying information were provided. The coring knife was not returned for evaluation. Although an issue with the coring knife was unable to be confirmed, a CAPA was opened to further investigate issues related to the coring knife not being able to cut. The lot/serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.